Manufacturer narrative:
The following information has been updated / corrected: b.5. Describe event or problem: it was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced leakage at the connection site and catheter adapter / hub deformed/defective -molding issue. The following information was provided by the initial reporter: on 9-oct-2020, the initial reporter received an email from a colleague regarding the issue. It was brought to their attention on (B)(6) 2020 that an IV the colleague place in the morning of the same date disconnected where the t-connector attached to the actual IV catheter. The patient sustained no harm. Another colleague was in the vicinity and said that the issue happened on (B)(6) 2020 in the operating room and has happened before in the operating room also. The colleague stated that they have noticed an up tick in leaking connections at this same area at least three times in the past one to two months. Several bond nurses stated that they were experiencing the same thing. They did not believe this was an IV nurse phenomenon. The issue was happening regardless of which IV nurse or personnel places the IV. D.1. Medical device brand name: bd insyte¿ autoguard¿ shielded IV catheter. D.1. Common device name: intravascular catheter. D.2. Medical device manufacturer: becton dickinson infusion therapy systems inc. D.2. Medical device type: f oz. D.4. Medical device catalog#: 381433. D.4. Medical device lot#: 0016730. D.4. Medical device expiration date: 2022-12-31. D.4. Unique identifier (UDI)#: (B)(4). G.1. Manufacturing location: becton dickinson infusion therapy systems inc. G.5. PMA/510(k)#: k952861. H.4. Device manufacture date: 2020-01-16.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced leakage at the connection site and catheter adapter / hub deformed/defective -molding issue. The following information was provided by the initial reporter: on 9-oct-2020, the initial reporter received an email from a colleague regarding the issue. It was brought to their attention on (B)(6) 2020 that an IV the colleague place in the morning of the same date disconnected where the t-connector attached to the actual IV catheter. The patient sustained no harm. Another colleague was in the vicinity and said that the issue happened on (B)(6) 2020 in the operating room and has happened before in the operating room also. The colleague stated that they have noticed an up tick in leaking connections at this same area at least three times in the past one to two months. Several bond nurses stated that they were experiencing the same thing. They did not believe this was an IV nurse phenomenon. The issue was happening regardless of which IV nurse or personnel places the IV.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter experienced leakage at the connection site and catheter adapter/hub deformed/defective -molding issue. The following information was provided by the initial reporter: on(B)(6) 2020, the initial reporter received an email from a colleague regarding the issue. It was brought to their attention on (B)(6)2020 that an IV the colleague place in the morning of the same date disconnected where the t-connector attached to the actual IV catheter. The patient sustained no harm. Another colleague was in the vicinity and said that the issue happened on (B)(6) 2020 in the or and has happened before in the or also. The colleague stated that they have noticed an up tick in leaking connections at this same area at least three times in the past one to two months. Several bond nurses stated that they were experiencing the same thing. They did not believe this was an IV nurse phenomenon. The issue was happening regardless of which IV nurse or personnel places the IV.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd t-connector experienced leakage at the connection site and catheter adapter/hub deformed/defective, molding issue. The following information was provided by the initial reporter: material no.: unknown, batch no.: reported 016730. The suspected lot number for the connector is 4553352. On 9-oct-2020, the initial reporter received an email from a colleague regarding the issue. It was brought to their attention on 09-oct-2020 that an IV the colleague place in the morning of the same date disconnected where the t-connector attached to the actual IV catheter. The patient sustained no harm. Another colleague was in the vicinity and said that the issue happened on 08-oct-2020 in the or and has happened before in the or also. The colleague stated that they have noticed an up tick in leaking connections at this same area at least three times in the past one to two months. Several bond nurses stated that they were experiencing the same thing. They did not believe this was an IV nurse phenomenon. The issue was happening regardless of which IV nurse or personnel places the IV.